Manufacturer narrative:
Parts have been ordered and will be replaced upon receipt.

Event description:
It was reported that the weld was broken, had sharp edges and the siderail would not latch upright. There was no pt involvement or adverse consequences.